Manufacturer narrative:
(Surgical intervention needed, extended or time). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied on the first stapling of the stomach, the device was able to fire but the staple line was incomplete. The surgical time was extended by more than 30 minutes due to the product problem. They performed a manual suture to resolve the issue in order complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the tissue was bisected. Staples are visible on one side of the bisected tissue. A grasper is visible in the photograph. Bleeding in the surgical field is visible. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.